Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with degenerative disk disease underwent 2 level lumbar fusion. Intra-op, tip of the driver broke off upon use. No fragment of the broken instrument remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material flow. Inspection of the shaft diameter confirmed conformance to print specification. Dimensional inspection of the material hardness was found to be out of print specification. The above findings are consistent with manufacturing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.